Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported a serious medical incident that resulted in hospitalization. The patient stated she experienced dangerously high glucose levels, with the cgm reading 300 mg/dl while a fingerstick bg measured 560 mg/dl, representing a discrepancy of over 200 mg/dl. The patient reported symptoms of vomiting, dizziness, lightheadedness, and inability to tolerate fluids. Despite multiple bolus attempts using her omnipod 5 insulin pump, her glucose levels did not improve. The patient was hospitalized for three days and was diagnosed with troponinemia. The medications or treatment provided while hospitalized is unknown. The patient¿s status at the time of reporting is unknown. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.